Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that a c2602 cusa excel 36khz straight handpiece was rejected during their incoming inspection due to a vibration alarm occurred with the test mode. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was verified as valid; the handpiece transducer was faulty and thus the cause of the complaint incident. Device identifier: (B)(4). Product identifier: (B)(4).